Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The events occurred on unspecified dates in (B)(6) and (B)(6) 2018. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that eight (8) 3000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were leaking. The location of the leaks were reported as ¿from either the middle port or a fine pin hole size¿. The leaks were discovered during the filling process on the compounder. There was no patient involvement. No additional information is available.